Event description:
It was reported that this product was explanted due to infection. The pulse generator had shifted in the pocket, stressing the incision. There were no additional adverse events reported.